Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer took the cartridge off the pump, there was leakage near the pneumatic tap. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.